Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous and moderately calcified coronary artery. Following pre-dilation, a 2.50 x 24mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. In order to perform pre-dilation again, the device was removed but it got caught with the guide catheter and the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 2.5x24mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the first proximal stent strut was lifted upwards. It is likely that stent damage occurred when the stent was caught on the guide catheter. The undamaged mid section stent outer diameter was measured and result is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues noted during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous and moderately calcified coronary artery. Following pre-dilation, a 2.50 x 24mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. In order to perform pre-dilation again, the device was removed but it got caught with the guide catheter and the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.